Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2014-81674.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly was observed during the analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis. The caller stated that insulin from the reservoir leaked past the o-rings. The daughter believes the leaks may have contributed to the event. No further information was provided.